Manufacturer narrative:
Pump received with intermittent act button response due to flattened button dome switch. The j2 and lcd keypad connector was not found unlocked during visual inspection. No unexpected scrolling numbers noted during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained lcd resilient cover. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. Customer also indicated that a motor error was received. Customer does not recall any significant events leading to the error, but indicated that it happened while filling the tubing. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.